Manufacturer narrative:
The reported complaint of dim or missing segments on the display board was confirmed on all 5 returned display board. The dimmed segment was found to be associated to u4. Testing performed on the 5 returned display boards found that u4 segment(s) b and e was dim. According to the srd-878 rate display view ability ((B)(4) medley baseline srd-19), returned display boards are out of specification. There was no report of patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Dim or missing segments on the display. Display board- segment dim. It was reported that the pump module had dim or missing segments on the display. No patient involvement and no patient harm.